Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a procedure while using a laser, a piece of the sling of the ngage stone extractor basket broke off and remains in the left kidney of the patient. Reportedly, the piece was small, "the size of any eyelash", and the doctor could not grab the fragment. The doctor s informed the patient they "could not promise that they can find and grab/remove the piece during a second surgery."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. A review of the quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.